Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During preparation, when the device was unpacked, it was noticed that the one of the sutures of the bands was broken and detached. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing, and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached, some of them were moved, overlapped, and damaged. The ligator housing teeth were bent and damaged. The suture hole was in good condition. The handle slot had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of suture broken cannot be confirmed as the suture was not returned. Upon analysis, some of the bands in the ligator housing were moved, overlapped, and damaged, and the ligator housing were bent and damaged. Based on the reported event that the problem was found during unpacking; however, the device has enough evidence that it was found in the procedure. If the problem was found right after unpacking the device, the device would have not been used and the handle would have not been secured to start the. Based on the device condition, it is possible that the technique used by the technician, excessive force could have been used when manipulating the handle making the suture for the bands snap and not being able to deploy the bands also making them to get overlapped to one another before snapping the suture. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During preparation, when the device was unpacked, it was noticed that the one of the sutures of the bands was broken and detached. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.